Event description:
It was reported that this newly implanted cardiac resynchronization therapy defibrillator (crt-d) recorded a loss of capture (loc). The presenting electrogram (egm) shows intermittent loc on the left ventricular (lv) lead. The pacing output is fixed at 4v (volts) at 2.0ms (milliseconds). The crt-d pacing percentages decreased less than 80 percent due to presence of intrinsic conduction. Further review was recommended. At this time, the device and lead remain in service. No adverse patient effects were reported. Received additional information the lv intrinsic amplitude was out-of-range at 2.9mv (millivolts). The crt-d is currently programmed at automatic gain control (agc) 1.0mv. The presenting egm continues to show a loc. Further review was recommended. At this time, the device and lead remain in service. No adverse patient effects were reported.